Event description:
The nurse coordinator completed this report: patient was squeezing heat pack as directed heat pack leaked all over patient's hands. This occurred on 3 separate packs. Small slit to bottom of pack noted. There was slight burn to bilateral hands. Per site reporter: I spoke to customer service. They are going to send me a shipping label to send the devices back. They will also follow up with me on what they find. I also told them that we have had other issues in the hospital and I am waiting for more information. I will send more reports if I get more info.